Event description:
It was reported that the patient received two shocks and upon interrogation a code displayed indicating that the implantable cardioverter defibrillator (ICD) was in safety core. Due to safety core the clinic was unable to analyze the data from the ICD to determine the cause of the shocks and no programming was able to occur. Boston scientific technical services (ts) was consulted and confirmed safety core was the cause of the issues noted in the field and although therapy was likely available to the patient, emergent device replacement was recommended. The patient was hospitalized. Subsequently the ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the patient received two shocks and upon interrogation a code displayed indicating that the implantable cardioverter defibrillator (ICD) was in safety core. Due to safety core the clinic was unable to analyze the data from the ICD to determine the cause of the shocks and no programming was able to occur. Boston scientific technical services (ts) was consulted and confirmed safety core was the cause of the issues noted in the field and although therapy was likely available to the patient, emergent device replacement was recommended. The patient was hospitalized. Subsequently the ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The device has been returned for analysis.